Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8,h2,h3,h4,h6,h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: flooding of image capture, scratches on the main body (lens). A definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of the complaint is internal flooding. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device's image was not displaying. This issue occurred during setup/inspection for use (during setup in the room/before the patient was in the room). There were no reports of patient involvement.